Event description:
The patient reported that the previously working remote monitor, did not power on even after setup was verified. The power cord was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor was not responding to the start/stop button. A new power cord was sent, but the monitor has now been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found, the reported event could not be confirmed.